Event description:
A barostim system was implanted on (B)(6) 2026. On (B)(6) 2026, the patient experienced bleeding from the chest pocket site and presented to the emergency room where they were admitted. A wound revision and a hematoma wash out was done and the wound was closed by plastic surgery. Antibiotics were administered and the patient was discharged on (B)(6) 2026. Per the opinion of the physician, the root cause of the event was that the patient was on anticoagulants which led to bleeding from the surgical site. The patient was seen for a follow up on (B)(6) 2026 and it was confirmed that the hematoma resolved and the wound was completely healed.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the patient was on anticoagulants which led to bleeding from the surgical site. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)